Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server drive space requirement was too low and stations were failed to communicate. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative upon investigation of the actual device used in this incident, it was determined that the multiple stations were not communicating. The technical support specialist (tss) stations had been unable to communicate because the server's e drive was full. Tss had confirmed that 1.11 was installed. Although 126gb had been allocated to the e drive, server reports log backups had consumed most of the space. Tss had removed backups older than 11/16, set the cleanup period to 15 days, and cleared the table. After cleanup, the e drive had 26gb free, structured query language (sql) transactions processed normally again, services were restarted, and the devices were able to communicate. Tss had opened a pse consultation noting that the existing 100gb minimum spec for sql logs/backups was inadequate and recommending increasing it to 250gb, as well as updating the backup stored procedure to reduce cleanup days from 35 to 15 days. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server drive space requirement was too low and stations were failed to communicate. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server drive space requirement was too low and stations were failed to communicate. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.